Event description:
The pt visited the hospital due to decrease stimulation effect. The lead impedance measurements were less than 50 ohms with electrode combination of 0 and 3. The pt's device was reprogrammed and the stimulation recovered. The pt's neurostimulator was replaced, but the lead impedance measurements were still less than 50 ohms with electrode combination of 0 and 3.